Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The initial troponin t stat result was 0.271 ng/ml and was reported outside of the laboratory. A new sample was collected several hours later and the troponin t stat result was <0.01 ng/ml. The nurse questioned the result from the new sample. The initial sample was repeated and the troponin t stat result was <0.01 ng/ml accompanied by a data flag on the original anlayer and a different e 601 module. Repeat results were deemed to be correct. There was no allegation of an adverse event. The troponin t stat reagent lot number was 27349701 with an expiration date of 31-oct-2018. The field service engineer (fse) replaced the tubing, checked probe alignments, and checked the liquid level detection. All were acceptable. The precision was within specifications. The customer ran qc that was within specifications. The investigation was unable to find a definitive root cause. The calibration and qc were acceptable. A reagent issue can be excluded based on the calibration and qc data. The e 601 module was confirmed to be operating within specifications.